Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and functionality testing without duplicating the malfunction. The device's color lcd cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was intermittently distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.